Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). Evaluation summary - the device was returned to gore for evaluation. The device evaluation showed the following: the endoprosthesis is not deployed and the white outer deployment knob is unlocked. The backup deployment line access hatch is open and the cover was not returned. The 1st deployment line is not visible through the open hatch. It is also observed that the lock pin wire is disengaged from the leading olive. The slip knot appears to be intact. The fiber along the endoprosthesis does not show any abnormalities. Engineering was able to deploy the endoprosthesis. Engineering observed that the first deployment line is severed approximately 21cm from the location where the fiber attaches to the back of the white knob. The handle covers were removed. Engineering did not observe any signs of wires improperly routed. Based on the findings from the evaluation, the physician¿s observation that the deployment line is severed is confirmed.

Event description:
On (B)(6) 2016, the patient underwent emergent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. It was reported while the physician was attempting to deploy the device (unknown what stage of deployment) the deployment line appeared to be severed. The physician elected to remove the device, and the procedure was concluded with another device. No additional adverse events were reported and the patient tolerated the procedure.